Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired the first device, the jaws would not open and locked out. He manually pried the device open and used a second like device; this occurred again and the device was removed in the same fashion. A third device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. . In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. During the second firing sequence one jaw got broken at bifurcation. Evidences of corrosion were noted on the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. No functional testing could be performed to evaluate the reported incident. Broken jaw at bifurcation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.